Event description:
Major pump unit(s) involved: external control system failure. Black cable on controller had fractured wires. Specific component(s) involved: external controller malfunction; black cable on controller had fractured wires; causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller; type: lvad.

Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: external controller malfunction.